Manufacturer narrative:
Correction to the date of event (b3) in section b, adverse event or product problem. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mod and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to device design. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker had been switched to safety mode. This device was explanted and successfully replaced. This product has been returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker had been switched to safety mode. This device was explanted and successfully replaced. This product has not been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
A gfe was sent to request information regarding device return and initial reporter details, if a response is received, a supplemental report will be uploaded.